Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step prior to filling the cartridge. Tandem technical support educated the customer on proper procedures. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose.